Event description:
According to the reporter, the device's battery was prematurely dead. The reporter stated he occasionally powered off the device manually after seeing it powered on for no apparent reason.

Manufacturer narrative:
Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.